Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon review, the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed to resolve the issue. The patient remained asymptomatic during and after the visit, and would continue to be monitored.